Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that it took forever to charge his ins and he got inconsistent coupling when charging. It was suggested that the patient try adhesive discs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the cause of the charging issues was that they were not getting a good connection. They received the sticky pads and it was better now. They provided their weight at the time of the event. No patient complications were reported as a result of this event.